Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred during basal delivery. Customer declined a system check with tandem technical support, and reportedly changed pump supplies and resumed insulin delivery. The customer's blood glucose level was 199 mg/dl.